Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e us alarming technical failure 305 - communication to cfb disconnected while running on a covid positive patient. The therapist stated that the patient desaturated to 60% during the alarm. Patient was removed from bellavista and manually ventilated. Bellavista was turned off and restarted. Therapist placed the ventilator back on the patient and ventilation continued.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to determine the exact root cause. Communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e us alarming technical failure 305 - communication to cfb disconnected while running on a covid positive patient. The therapist stated that the patient desaturated to 60% during the alarm. Patient was removed from bellavista and manually ventilated. Bellavista was turned off and restarted. Therapist placed the ventilator back on the patient and ventilation continued.